Event description:
Report received of an extension set that "split" during a power injection of contrast media. The pt had an upper extremity antecubital IV access. Omnipaque 300 contrast was injected with a medrad envision power injector via the clave port of the extension set at a rate of 2ml/sec with a psi of 300. The total amount to be injected was 140ml. After receiving approx 120ml, the tubing "split." The pt was "sprayed" on the arm with contrast, but there was no reported skin irritation. The customer reported that there was no bleed back, or infiltration noted at the IV access site. The study was completed without further incident. There were no reported adverse pt effects.